Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous bubble sensor was defective and that house fan 1 was defective. The cardiohelp was exchanged during treatment. The cardiohelp was sent to the getinge national repair center and a getinge field service technician (fst) investigated. The fan kit was replaced. The venous bubble sensor was marked as "needs repair" and will be sent back to the customer, who will purchase a new sensor at a later point. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "drive fan one defective" and "venous bubble sensor is defective" could be confirmed on the date of event. Another venous bubble sensor with a similar failure was already investigated by the supplier sonotec. Following possible root causes were determined: - damaged wiring inside the cable due to mechanical tension . - damage due to overvoltage or esd (electrostatic discharge). Similar failures regarding the fan were investigated by life-cycle-engineering (lce), where the root causes were determined as: - blockage of both fans or - fans disconnection, - broken wires. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. The system has redundant fans to ensure a proper cooling even if one fan malfunctions. In case of a defective fan a visual and acoustic alarm is generated. In addition an alarm is generated if the internal temperature is too high. According to the service manual (chapter "service activities") the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (IFU), (chapter "general risks in the use of heart-lung support systems") it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed on 2024-02-28 for the period of 2017-06-26 to 2024-01-16. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-06-26. Based on the results the reported failures "venous bubble sensor defective" and "house fan 1 defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failures and it was determined that these are not systemic issues. Therefore, no remedial action is required. The occurrence rate related to the reported issues is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the venous bubble sensor was defective and that drive fan 1 was defective. Eventually, the cardio help was exchanged during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair. The fans were replaced. The venous bubble sensor was marked as "needs repair" and will be sent back to the customer, who will purchase a new sensor at a later point. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).